Event description:
Patient reported that the v-go becomes detached after a few hours of wear. Patient has been using v-go for less than a week. Patient wears the v-go on his abdomen or the back of his arm. Patient properly prepares the site with alcohol before applying his v-go. Patient stated that he does physical labor for work outdoors. Patient disposed of used v-go's.